Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customers blood glucose level was unknown at the time of incident. Customer reported that the display was blank for less than 30 seconds and the display did not returned back. Customer states the contacts on the battery cap are neither missing nor damaged and the battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. The insulin pump will not be returned for analysis.